Event description:
On 18th september 2023, getinge became aware of an issue with one of our mobile tables - 113112b0 - betastar mobile operating-table, EU. According to the initially provided information, during the device¿s inspection, the operating table could not be controlled via remote control. The battery indicator light was flashing red on the remote control, meaning that the batteries were not charged sufficiently. After the charging was completed, the device was restarted and it was discovered that the problem persisted. The staff tried using the different remote control, however, the fault could not be eliminated. The remote control could not be used for a short time and after a few seconds, it worked normally. The override panel of the operating table could not control the device's movement as well. On 8th october the technician received additional information confirming that the device did not work even after connecting the power cord. As it was stated, the equipment was restored after the intermittent failure, no complications occurred, and the surgery was carried out normally. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to move the table during surgery due to a battery issue which could not be resolved by connecting the device to mains supply, was to reoccur. On 3rd november 2023, new information was provided by the getinge technician. The technician stated that the issue occurred during the device inspection, not during the surgery as it was implied earlier. The betastar operating table was affected by the problem of lack of sufficient energy. The event reported in this complaint was reevaluated and assessed as non-safety nor risk related issue as the malfunction was discovered during the pre-use check. It was solved itself in the next few seconds after it was restarted after charging. Therefore, the initially considered potential risk for the patient resulting from the inability to position the operating table as required can be excluded. The scenario described in the record is considered as non-reportable. The affected getinge devices have been evaluated by the company¿s service technician. The technician confirmed the malfunction of the operating table. The fault was resolved after replacing batteries (component number (B)(4)).

Manufacturer narrative:
Getinge became aware of an issue with one of our mobile tables - 113112b0 - betastar mobile operating-table, EU. According to the initially provided information, during the device¿s inspection, the operating table could not be controlled via remote control. The battery indicator light was flashing red on the remote control, meaning that the batteries were not charged sufficiently. After the charging was completed, the device was restarted and it was discovered that the problem persisted. The staff tried using the different remote control, however, the fault could not be eliminated. The remote control could not be used for a short time and after a few seconds, it worked normally. The override panel of the operating table could not control the device's movement as well. Later on, the technician received additional information confirming that the device did not work even after connecting the power cord. As it was stated, the equipment was restored after the intermittent failure, no complications occurred, and the surgery was carried out normally. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to move the table during surgery due to a battery issue which could not be resolved by connecting the device to mains supply, was to reoccur. Recently, new information was provided by the getinge technician. The technician stated that the issue occurred during the device inspection, not during the surgery as it was implied earlier. The betastar operating table was affected by the problem of lack of sufficient energy. The event reported in this complaint was reevaluated and assessed as non-safety nor risk related issue as the malfunction was discovered during the pre-use check. It was solved itself in the next few seconds after it was restarted after charging. Therefore, the initially considered potential risk for the patient resulting from inability to position the operating table as required can be excluded. The scenario described in the record is considered as non-reportable. With the investigation performed it was concluded that upon the event occurrence, the device was not being used for the patient¿s treatment, and thus was also not directly involved with any adverse event. As the battery malfunctions were found, it was considered that the getinge device was not up to the specification. A review of the received customer product complaints revealed that there were no serious injuries to a user nor a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the issue investigated herein is 0,12% as there were four similar non-reportable customer product complaints. Every user is informed in the instruction for use (ga 1131.12 en 15, page 65), that to ensure correct operation, it is necessary to have visual and functional inspections performed by a trained person prior to each use. In the suggested inspection table the user is advised not to continue to use the product if any defects are present. The user utilized the device according to the IFU and performed the pre-use check properly. Thanks to that, the malfunction of the operating table was noticed before the table was used with patients and did not cause any risks for them. The operating table was installed at customer¿s site on 02/21/2019. The table is not covered under the maintenance contract. In the past there were no customer product complaints related to the investigated issue. The affected getinge devices have been evaluated by the company¿s service technician. The technician confirmed the malfunction of the operating table. The fault was resolved after replacing batteries (component number 2270154). In summary and as a result of the performed root cause evaluation, it was concluded that no malfunctions with the batteries were previously reported so it can be suspected that the most probable root cause of the reported issue, is wear and tear related to the age of the device. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, h6 medical device ¿ problem code, h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 18th september 2023 getinge became aware of an issue with one of our mobile tables - 113112b0 - betastar mobile operating-table, EU. According to the initially provided information, operating table could not be controlled via remote control. The battery indicator light was flashing red on the remote control. The staff tried using different remote control, however, the fault could not be eliminated. The remote control could not be used for a short time and after a few seconds it worked normally. The panel of the operating table could not control the movement of the device as well. Later on, additional information has been received confirming that the device did not work even after connecting the power cord. As it was stated, the equipment was restored after the intermittent failure, no complications occurred, and the surgery was carried out normally. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to move the table during surgery due to battery issue which could not be resolved by connecting the device to mains supply, was to reoccur. Corrected b5 describe event or problem: on 18th september 2023, getinge became aware of an issue with one of our mobile tables - 113112b0 - betastar mobile operating-table, EU. According to the initially provided information, during the device¿s inspection, the operating table could not be controlled via remote control. The battery indicator light was flashing red on the remote control, meaning that the batteries were not charged sufficiently. After the charging was completed, the device was restarted and it was discovered that the problem persisted. The staff tried using the different remote control, however, the fault could not be eliminated. The remote control could not be used for a short time and after a few seconds, it worked normally. The override panel of the operating table could not control the device's movement as well. On 8th october the technician received additional information confirming that the device did not work even after connecting the power cord. As it was stated, the equipment was restored after the intermittent failure, no complications occurred, and the surgery was carried out normally. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to move the table during surgery due to a battery issue which could not be resolved by connecting the device to mains supply, was to reoccur. On 3rd november 2023, new information was provided by the getinge technician. The technician stated that the issue occurred during the device inspection, not during the surgery as it was implied earlier. The betastar operating table was affected by the problem of lack of sufficient energy. The event reported in this complaint was reevaluated and assessed as non-safety nor risk related issue as the malfunction was discovered during the pre-use check. It was solved itself in the next few seconds after it was restarted after charging. Therefore, the initially considered potential risk for the patient resulting from the inability to position the operating table as required can be excluded. The scenario described in the record is considered as non-reportable. The affected getinge devices have been evaluated by the company¿s service technician. The technician confirmed the malfunction of the operating table. The fault was resolved after replacing batteries (component number 2270154). Previous h6 medical device ¿ problem code: electrical /electronic property problem/battery problem//2885 electrical /electronic property problem/charging problem//2892 activation, positioning or separationproblem/positioning problem/positioning failure/1158 corrected h6 medical device ¿ problem code: no apparent adverse event///3189 previous h4 device manufacture date: 02/15/2019 corrected h4 device manufacture date: 01/17/2019.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 18th september 2023 getinge became aware of an issue with one of our mobile tables - 113112b0 - betastar mobile operating-table, EU. According to the initially provided information, operating table could not be controlled via remote control. The battery indicator light was flashing red on the remote control. The staff tried using different remote control, however, the fault could not be eliminated. The remote control could not be used for a short time and after a few seconds it worked normally. The panel of the operating table could not control the movement of the device as well. Later on, additional information has been received confirming that the device did not work even after connecting the power cord. As it was stated, the equipment was restored after the intermittent failure, no complications occurred, and the surgery was carried out normally. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the inability to move the table during surgery due to battery issue which could not be resolved by connecting the device to mains supply, was to reoccur.